Event description:
It was reported the patient experienced an overstimulation sensation. The stimulation was described as "erratic" and started two weeks previous to report. Prior to the past two weeks, it was stated the implant was "wonderful" and made a "big difference" compared to how the patient was before the implant. There was no known accident or incident related to the complaint. It was indicated the "amp had not done it today," in reference to the "erratic" stimulation. It was noted to have happened "often" and had woken the patient up at night. When the amplitude would "go up" it would become painful. Turning the stimulation down would make it stop. The high amplitude was indicated to have not lasted long. The amplitude was reported as "changing" and it "seemed like it was cycling in and out." It was noted that "it's never done this" and that the device was not programmed to cycle. Stimulation was still felt in the same location. In addition, the patient had shingles over the device and the whole left buttock. The patient was also very tender in the right buttock "where the high intensity was." The rash from the shingles made it painful to sit. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v334555, implanted: (B)(6) 2009, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).